Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2016, it was reported that the handle was not working right. On october 4, 2016, it was clarified that the issue occurred during surgery wherein there was a short delay while the patient was under anesthesia. There was no medical intervention/additional surgical procedure required in the event. Another handle was retrieved for use during the surgery causing a delay of about five minutes. There was no impact/damage to the graft harvest and the dermacarrier was used at room temperature. The device has not been repaired by someone other than zimmer biomet and the surgical technique for the product was utilized. The customer returned a skin graft mesher device, serial number 01017, for evaluation. The customer also returned a meshgraft ii ratchet handle, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The right latching pin was loose. The comb was slightly bent on the right hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The roller shaft extension end was slightly deformed. The zimmer skin graft mesher ratchet handle appeared to be locked up and would not rotate. The meshgraft ii ratchet handle appeared to ratchet properly. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 29, 2016 which included replacement of the damaged side plates, bushings, roller, comb, shoulder bolts, washers, ratchet gears, pins and springs. The service technician noted that they repaired both ratchets that were sent in. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the zimmer skin graft mesher ratchet handle appeared to be locked up and would not rotate. The reported event was confirmed since during the initial inspection it was noted that the zimmer skin graft mesher ratchet handle appeared to be locked up and would not rotate. The root cause of the reported event was due to the ratchet gear. The issue was resolved with the replacement of the damaged side plates, bushings, roller, comb, shoulder bolts, washers, ratchet gears, pins and springs. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle not working right during surgery. No adverse events were reported as a result of this malfunction.